Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had urinary tract infections (utis) since they were implanted. It was hard to check their leads and noted that number three didn¿t work. They had more stimulus for their bowels than their bladder. The next day, the patient reported they had problems with the implant and they made an appointment with their urologist for friday(B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient provided additional information: patient repeated the report that she had uti since having the implant (B)(6) 2019, and she doesn't think the therapy is working for her and the programmer is not working either. Patient states her hcp (healthcare professional) told her to call for a programmer replacement. Patient states hcp does not know much about the device. Patient states she is not familiar with the device or therapy either and needs help. Patient services assisted patient with using their programmer to sync with implant and programmer shows therapy is off, p2 at 1.0v. Patient said she didn't know therapy was off, was assisted with turning therapy on and patient increase stim to 1.2v. Patient states she is feeling stimulation toward the bowel / lower back area and sometimes when she is asleep she gets a sharp pain where the ins is located for the last couple months. The patient confirmed there were no falls or trauma. It was reviewed that the programmer was working as designed and the button meaning was reviewed. It was recommended the patient track symptoms and discuss with their hcp. No further complications were reported or anticipated.

Event description:
Additional information was received and patient stated that they wanted to check the ins because they did not think it was placed correctly by the health care profession as they are having urgency and no control for bladder and bowel (was implanted for bladder) and has to wear depends and soils herself. Pt states she has a lot sharp pain and burning where the implant is on the top of her buttocks. No further complications noted or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.